Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's plasma free hemoglobin was elevated at 36.2 g/dl and the inr was 2.4 at the time. The patient was asymptomatic and the pump was reported to be functioning as intended. Additional information was requested; however, none has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received: the patient was treated with integrillin until the lactate dehydrogenase (ldh) value decreased to approximately 746 u/l (peak was 1142 u/l). Plavix was also added to the patient's medication regimen. At the time of discharge on (B)(6) 2015, the patient's plasma free hemoglobin (pfhgb) was 6 g/dl. The patient remains on vad support and continues to be doing well with no concerns for hemolysis at this time.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.